Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server was down in multiple locations. The customers are unable to electronically access, view or update patient records in cerner / pyxis. Management of patient care is impacted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device serial, unique identifier, medical device catalog and medical device model a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was down. A technical support specialist (tss) verified that the issue was resolved after bd servers all restarted and running and customer verified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server was down in multiple locations. The customers are unable to electronically access, view or update patient records in cerner / pyxis. Management of patient care is impacted there were no adverse events or injuries reported based on this event.